Event description:
It was reported that during a coronary stent procedure, the balloon had a pin leak during deployment and the stent only partially deployed. A second balloon catheter was used to fully deploy the stent. Pt status is listed as "okay".